Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, no capture, and decreased sensing. Per the physician, a chest x-ray appeared to show the atrial lead in the same position as it was on prior x-rays. It was noted that within a few weeks prior to the no capture being documented, the patient had undergone coronary artery bypass surgery. Reprogramming to vdd mode was done, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.